Event description:
My client had a hip prosthesis/implant in (B)(6) 2013. A pinacle porocoat acetabular shell sector 11 with liner, bone screws tri-lock femoral stem 12/24 taper and biolox delta femoral head. He reported to doctor that he felt movement after surgery and pain. Doctor dismissed problem. New doctor now removed the implant and is treating serious bone infection. Surgery (B)(6) 2014. Also has (B)(6).